Event description:
The report received indicated that the procedure including stenting the left circumflex artery, with a 2.5x33mm cypher stent. After successful stenting the artery, across the obtuse marginal (om), the om became narrower. Therefore, the physician decided to use 1.5x10 mm firestar balloon catheter to dilate the om. The physician performed one inflation and during the 2nd inflation attempt the balloon burst at 14 atmospheres. The physician decided to exchange the balloon catheter and the device was removed without any difficulties. Another firestar catheter was used to successfully treat the vessel and the procedure was completed successfully without any adverse consequences to the pt. The contrast to saline ratio used was 50:50.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Please note that this is one of two products involved in the same pt and reported under mfg number: 9616099-2008-01638. Add'l info will be submitted within 30 days upon receipt.